Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information: it was reported by the physician that patient was myopic prior to surgery and that reported visual symptoms are not severe but are tolerated by the patient. In addition, the physician reported that patient does not want to have surgery to remove the lens, but are using pharmacological therapies to treat reported issue, treatment such as pupil dilation. No further information has been provided. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that patient has noted arcuate shaped flashing lights in the superior visual field of left eye. Symptoms occurred at night and began one week after surgery. Additionally, it was noted that symptoms significantly interfere with daily activities and continue to bother patient today. No further information has been provided. Companion lens will be submitted in a separate MDR.